Event description:
It was reported that the maryland bipolar forceps instrument was noted to have sparks come from the instrument during a da vinci prostatectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found thermal damage at the yaw pulley between the two grip-tips of the instrument. Visual inspection of the thermal damage at the yaw pulley showed material was missing using side-by-side comparison of an undamaged instrument. Pieces of the ultem were found charred and missing. The evidence was inconclusive, but an monopolar curved scissor (mcs) instrument was used during the procedure and it is possible that energy was transferred from the mcs instrument to the maryland bipolar instrument. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing material found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.